Event description:
Procedure: nephrectomy. According to the reporter: the surgeon used the endo retract ii instrument to retract the kidney. During the procedure he noted that the instrument would only articulate when he was attempting to open the fan. The retractor was removed and a re-useable retractor was used. A component disengaged from the device.

Manufacturer narrative:
(B)(4).